Manufacturer narrative:
(B)(4). Sample will not be returned for eval. F/u report will be filed if add'l info becomes available.

Event description:
It was reported that two months after the stimucath had been used on the male pt, it was discovered that a 2 inch piece of catheter had broken off into the pts' thigh. Add'l info rec'd on (B)(6) 2011 by the sales rep stated that there are not many more details known of this event which occurred on (B)(6) 2010. The sample was discarded. Except for the removal of the wire, there are no other reported complications or injuries to the pt.